Event description:
The ge oec 9900 fluoroscopy system had preview collimator indicators not show up and reports of collimator closing uncommanded.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the collimator and high voltage cables. The fluoro functions board was replaced and the generator interface pcb. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.